Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead dislodged. The lead was explanted and replaced. The patient was feeling good and healthy before, during and after the procedure.